Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. An event history log review, service history review, visual inspection, and functional testing were performed. The damaged power cord issue was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the power cord was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power cord. No additional information is available.